Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed. User made bolus request without entering current bg level and still having insulin on board (iob). There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was unable to inject insulin into the cartridge. Reportedly, the customer successfully filled a new cartridge using a new needle and syringe. The customer reported a blood glucose (bg) level of 64 mg/dl and the bg level was addressed with the customer consuming carbohydrates as well as glucose tablets. The cause of the bg level was unknown.